Event description:
No additional information.

Manufacturer narrative:
One photo was received for quality evaluation. Inspection of the photo indicates that there is a leak coming from the silicone tubing near the upper pumping segment fitting. The customer complaint of leakage was confirmed from the photo provided. A root cause could not be determined because a physical sample was not provided. The probable root cause for the leakage seen is an incorrect loading of the infusion set into the alaris pump causing a tear in the silicone tubing due to the leakage not noticed during priming of the infusion set. A device history record review could not be performed because the product number and the lot number was reported as unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following: found a leak in bd alaris primary tubing. The leak is located at the site closed to entry to alaris pump. Rn was infusing norepinephrine. She loaded the infusion set to alaris pump, started infusion then noticed the leak. She had to pause the infusion and change infusion set. This has caused delay in care for emergency drug administration. Product description: alaris bd primary tubing.